Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5072783 . Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had rust , also the patient felt pain due to non smoothness of the needle resulting in patient complaints on the phlebotomy. There were couple of incidences of bruises in the area. No serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device does not have a 510k associated with it.